Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited an increase in the threshold measurements to 7.5v @ 2.0ms (from 0.8v @ 0.5 ms) coupled with a decrease in sensing to 2.5 (from 10.0). The imedance measurements remained stable at around 500 ohms. The physician felt that the patient had a partial pericardial effusion. An echo revealed that there was minimal fluid accumulated around the area, which the physician felt confirmed his suspicions.